Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump began spontaneously bolusing medication, even though rate on pump was 125cc hr. -tried reloading tubing-still med draining at rapid rate through pump (appeared as if draining by gravity). Pt harmed - adverse med event as a result. Switched tubing (and zero pump) and issue resolved despite keeping same pump an pump setting. (Re. Only changed the IV tubing).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample was provided for evaluation. The sample was visually evaluated, during which no defects were observed. Also, in an attempt to replicate the reported defect related to the free-flow alarm, the sample was attached to an infusion pump and subjected to therapy at varying flow rates (100/200/300 ml per hour) for five minutes at each flow speed, with no alarms triggered. Based on the evaluation results, the reported defect of free flow issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.